Event description:
It was reported that after the surgeon inserted an aq2010v three piece silicone lens and the lens was torn during insertion. The incision was enlarged to remove the lens, but no sutures were required. The reporter stated the incident was due to a loading error.

Manufacturer narrative:
Eval codes: results - other: visual inspection of the returned product showed that a haptic was torn off and missing, and there was a reddish residue on the lens.